Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target nodule was 5 millimeters in size and located in the right lower lobe close to a fissure and 10 millimeters away from the pleura. During the procedure, a small to moderate-sized (<3 centimeters) pneumothorax was detected via cone beam computed tomography (CT) scan. A chest tube was placed to resolve the pneumothorax, and the patient stayed in the post-anesthesia care unit for an additional 2 hours. Serial chest x-rays showed resolution of the pneumothorax, so then the chest tube was removed, and the patient was sent home. The physician believes that the pneumothorax was not ion-related, but rather it was attributed to the target nodule's (close) proximity to the fissure; it would have likely occurred via another modality. There was no device malfunction associated with the event.